Event description:
The customer reported that the device was not sealing properly. End tones, indicating completed seal cycles, were heard but the seals were not complete. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.